Event description:
It was reported that the patient had not been followed for 2-3 years and that when a programmer head was placed over the device, there was no indication of telemetry. It was also reported that there was no pacing. The device was removed a week later and a new device implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.